Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Customer's blood glucose level ranged between 241-270 mg/dl. Reportedly, the pump was working properly at time of call and customer continued to use the pump for insulin therapy.